Event description:
It was reported that there was a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on resetting the pump and assisted in performing the reset. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue happened again.